Event description:
It was reported that the bd autoshield¿ duo safety pen needle failed to deliver the entire dose of insulin during use. The following information was provided by the initial reporter: "no harm to patient. Patient giving insulin using insulin pen but only able to give a few units and then unable to administer remainder. This rn attempted to help patient give the remainder of the dose, but unable to administer also. This rn removed bd needle from insulin pen and placed new bd needle on pen; patient able to administer remainder of insulin dose with new needle without any problems. It appears that the needle malfunctioned.".

Manufacturer narrative:
No samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle failed to deliver the entire dose of insulin during use. The following information was provided by the initial reporter: "no harm to patient. Patient giving insulin using insulin pen but only able to give a few units and then unable to administer remainder. This rn attempted to help patient give the remainder of the dose, but unable to administer also. This rn removed bd needle from insulin pen and placed new bd needle on pen; patient able to administer remainder of insulin dose with new needle without any problems. It appears that the needle malfunctioned."